Event description:
It was reported that patient presented to the hospital for an unrelated issue. An interrogation of the patient's leadless pacemaker on (B)(6) 2025 (lp) system revealed that the right atrial (ra) lp was failing to capture and had a recent increase in capture threshold starting on (B)(6) 2025. Paced p-waves were not visible and only two sinus p-waves were observed. Interrogation also noted the ra lp sensing retrograde p-waves. A chest x-ray showed normal device placement. The thresholds returned to normal after patient underwent dialysis. Patient was stable.